Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: the devices were implanted in 1997, which put them in situ for 10 yrs. Operative notes were provided from the (B)(6) 2007 surgery. It was stated that preoperatively, the x-rays showed that the components did not show signs of loosening. Intraoperatively, it was noted that the stem was retroverted. The surgeon stated this was a major reason for instability. Based on the notes from the revision surgery, the most probable cause of the instability and recurrent dislocations is the orientation of the unk stem component. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.